Event description:
The device has been received at hq for investigation. As per information on the device explant report the device was explanted due to low performance of the device, the device was partially inserted and the total number of electrodes outside of the cochlea was 6. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been received at hq for investigation. As per information on the device explant report the device was explanted due to low performance with the device, the device was partially inserted and the total number of electrodes outside of the cochlea was 6. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was not providing sufficient benefit due to a partial migration of the active electrode out of cochlea. This is a final report.